Manufacturer narrative:
Device analysis report attached. This report is submitted on (B)(6), 2023.

Manufacturer narrative:
This report is submitted on may 10, 2023.

Event description:
Per the clinic, the patient experienced infection (abscess) at the implant site and subsequently, was treated with oral antibiotics (specific date and duration not reported). The patient also underwent a skin revision surgery under general anesthesia on (B)(6) 2023 in order to debride the infected site; however, the issue could not be resolved. The device was explanted on (B)(6)2023. There are no plans to reimplant the patient with a new device as of the date of this report.